Event description:
The healthcare professional reported that during a stent-assisted endovascular embolization procedure on (B)(6) 2026, the 4mm x 23mm no tip enterprise¿ 2 vascular reconstruction device (encr402300 / 9985743) was impeded in the distal end of the associated 150cm x 5cm prowler select plus microcatheter (606s255x / 31691230) and could not pass through the microcatheter. The physician removed the stent and the microcatheter from the patient and replace the stent with another 4mm x 23mm no tip enterprise¿ 2 vascular reconstruction device (encr402300) and replaced the microcatheter to complete the procedure. It was reported that after the procedure was completed; the physician removed the delivery wire with the stent still attached to the delivery wire. There was no report of any negative impact on the patient. On 17-jun-2026, additional information was received. Per the information, the procedure was targeting the middle cerebral artery (mca). Adequate continuous flush was maintained through the microcatheter. There was no damage noted on the stent / stent delivery system when it was removed. There was no damage noted on the microcatheter. The information confirmed there was no negative patient impact and no delay in the procedure due to the reported issue.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. (B)(6). Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 9985743. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.